Manufacturer narrative:
It was originally reported that the brakes were difficult to engage/disengage and accessible ac current. After investigation, it was found that there was no brake issue and only accessible ac current. This was added to MFR report #0001831750-2023-00373.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced brakes - difficult to engage/disengage and accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced brakes - difficult to engage/disengage and accessible ac current. There was no patient involvement.